Event description:
As reported by the user facility: incident description: during code blue event in pacu, peri-arrest and arrest, unable to effectively run amiodarone and norepinephrine d/t frequent air in line alarms for champagne bubbles. Patient was on multiple infusions (approx 10). Required epi stick when norepi wasn't running. This issue, as well as the longer time to program meds (r/t more steps, longer prime time) made the code run significantly less smoothly than it should have. Frustration from pacu staff as it increased stress and made it difficult to provide best care. A new norepi was primed to replace the 'air in line' one however the issue was resolved prior to establishing. We did not have a new bag of amiodarone (as these are delivered by pharmacy) and there was no time to retrieve a new one before transport took patient to the cath lab. The delay to get a new bag would have potentially resulted in significant harm to patient (patient was peri-arrest/arrest r/t stemi).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.